Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. During the attempted implant, the physician perforated the right ventricle (rv). This rv lead was never in service. No additional adverse patient effects were reported.